Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving morphine (unknown), concentration 10 mg/ml at dose 6.053 mg/day via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that at the pump refill the day of this report the 8840 (clinician programmer) batteries ran out in the middle of the pump update. When the hcp re-interrogated the pump it had stopped per caller. The hcp thought the intrathecal dose was increased the day of this report but could not confirm at the time of the report. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the pump stopped due to the programmer batteries dying and causing an incomplete update. The pump was re-updated to resolve the stopped pump. The stopped pump was resolved. No further complications were reported.